Manufacturer narrative:
The lot history review could not be performed as the lot number is unknown. The device was not returned for evaluation. Images and medical records were not provided. Therefore, the investigation is inconclusive for the alleged tilt, detachment, and perforation of ivc, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that an unknown snf vena cava filter allegedly experienced tilt, detachment, and perforation. The information is from one source. There was no reported patient injury. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
H10: the complaint was reassessed for reportability and determined to be reportable as a serious injury is reported under emdr number 2020394-2021-80724. H10: the lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned for evaluation. Medical records were provided and reviewed. Therefore, the investigation is confirmed for perforation and detachment. However, the investigation is inconclusive for tilt. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 2120f vena cava filter allegedly vena cava filter allegedly experienced tilt, detachment, and perforation. The information is from one source. There was no reported patient injury. The 52 year old male patient was 228 lbs.